Event description:
Received an electronic report from a peritoneal dialysis patient who reported that they appeared to connect fine to the treatment system, but about 2 hours later had to be taken to the hospital for pain. The patient was diagnosed with peritonitis. A call was placed to this patient's rn and it was learned that the patient presented to the ER and was admitted to the hospital in 3/2006. The effluent culture was positive and the organism recovered was klebsiella. The patient was treated with antibiotics and was discharged to home in 3/2006. The patient has fully recovered from this event and continues this mode of dialysis with no further ill effect. A companion sample is available for evaluation.